Event description:
It was reported to philips that there was an intermittent power failure in the main cabinet, and the mpdu was replaced on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu and performed monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).